Manufacturer narrative:
Analysis of the complaint fiber revealed a fiber with a non-conforming distal tip which showed signs of charring and with a length that was out of dornier specifications. It was stated that the fiber was inside of a flexible ureteroscope when it "burned through" the scope. These symptoms indicate that the fiber likely broke while laser energy was being transmitted through the fiber. The length of fiber missing from the complaint fiber (22 inches) is approximately the distance from the distal tip of the complete fiber to the point where the fiber would exit an ureteroscope. It is possible that the fiber was bent to a radius that exceeds the minimum bend radius (7mm) of the fiber at this location near the scope. Subsequent laser energy exposure likely damaged the fiber resulting in the scope damage, the fiber break and charring noted. The successful testing of the fiber after distal tip reprocessing and the presence of a pilot beam with successful laser transmission indicates that the fiber was fully capable of functioning as intended. The fiber likely failed due to user mishandling. This event occured in (B)(6) .

Event description:
"Right after the fiber was put in use it burned through, inside a flexible scope."